Manufacturer narrative:
In previous report, the manufacturer reported information in box b and box h: type of reported complaint as serious injury. After pms decision has been changed, it was determined that the customer reported as product problem. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box b: adverse event/product problem was corrected as product problem (both adverse event and product problem was checked in the previous MDR) and outcomes attributed to ae was corrected to blank. (Previously, it was other). In box h: type of reported complaint was changed from serious injury to product problem and health impact code was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache, nausea, vomiting, stomach pain, wheezing, diagnosis of hypothyroidism and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.